Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer "failure of safety to engage upon de-access/removal from the port." No other information was provided. It was reported this occurred with two devices. This report addresses the second device.